Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2014: (B)(6). Facesheet-emergency department visit. Final diagnosis: ventral hernia, unspecified, without mention of obstruction or gangrene. (B)(6) 2014: (B)(6). Office notes. Chief complaint: umbilical hernia. Duration three months; has noted for years. Aggravating factors: exercise, intercourse, lifting. Medical history: high blood pressure, kidney disease. Tobacco: years of use: 8. Current some day smoker; 1 pack/week. Wt. 310 lbs, bmi 36.8. Abdomen: periumbilical hernia, tenderness at umbilicus. Presents with pain, bulging in umbilical area, stabbing pain 8/10. Symptoms worse as day progresses. Present for three months, getting worse. Onset occurred with lifting/straining. Impression: initial, reducible umbilical hernia. Plan: surgical repair with mesh is associated with best outcome; repair scheduled. (B)(6) 2014: the surgical pavilion. (B)(6). Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Procedure: umbilical hernia repair with mesh. Anesthesia: general endotracheal anesthetic. Surgical indications: the patient is a 44-year-old man who has a painful mass consistent with an umbilical hernia that is at his umbilicus. He wishes to have this repaired. All risks, benefits and alternatives have been discussed with the patient and he has agreed to proceed with the operation. Description of procedure: ¿after a consent was obtained, the patient was brought to the operating theater by ancillary staff and placed supine on the operating table and general endotracheal anesthetic was administered. His abdomen was prepared with betadine paint and draped with a combination of sterile towels and paper drapes. After a timeout was performed identifying the patient, the surgery and the operative site, a curvilinear transverse incision was made in the infraumbilical position and this was deepened to the level of the umbilical defect. This was dissected circumferentially. The defect was approximately 2 cm in diameter. The hernia sac was dissected away from the umbilical stalk and placed in the preperitoneal position. A proceed hernia plug was called for and placed in a preperitoneal position and sewed in the cardinal positions using 0 prolene suture. The proceed wings were then sewn to the subcutaneous tissue and fascia using 0 vicryl suture. The subcutaneous tissue and deep dermal layer was closed using a 2-0 vicryl suture. The skin was closed with 4-0 monocryl in a subcuticular fashion. This site was copiously infused with local anesthesia. The patient tolerated the procedure well and was taken to the postanesthesia care unit in stable and improved condition.¿ (B)(6) 2014: (B)(6). (B)(6). Office notes. Returns after hernia repair for follow up. Pain can now be managed with tylenol/ibuprofen. Bowel/bladder function returning to normal. No nausea/vomiting, eating improving after transitioning from liquids to soft bland diet initially. Discussed need for very gradual return to normal activity, taking care to avoid straining sufficient to precipitate pain over next four to six weeks. Work can be resumed within reason. Plan: will remain available for hernia/other surgical problems on as needed basis. Release to return to care of referring physician appropriate. (B)(6) 2016: (B)(6). Office notes. Follow up umbilical hernia. Wt. 317.6 lbs., bmi 37.7. Abdomen: periumbilical hernia. Presents with pain/bulging in umbilical area associated with burning pain; level 4/10. Symptoms worse as day progresses. Present for three-six months, getting worse. Onset occurred with lifting/straining. Previous surgical repair; mesh used. Impression: umbilical hernia, ventral incisional hernia. Plan: laparoscopic ventral hernia repair. (B)(6) 2016: (B)(6). Operative report. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: recurrent umbilical hernia. Procedure: laparoscopic recurrent umbilical hernia repair. Assistant: none. Estimated blood loss: negligible. Surgical indications: the patient is a 46-year-old man that has a recurrent umbilical hernia that had been previously repaired open. We have discussed with the patient a possible laparoscopic umbilical hernia repair. The patient demonstrates adequate understanding of this and is willing and eager to proceed with the operation. Description of procedure: ¿after consent was obtained, the patient was brought to the operating theater by ancillary staff, placed supine on the operating table, and general endotracheal anesthetic was administered. His abdomen was prepared with chlorhexidine and draped with a combination of sterile towels and paper drapes. After a timeout was performed identifying the patient, the surgeon, and the operative site, an 11 mm transverse incision was made in the patient¿s right subcostal region and pneumoperitoneum was achieved using an optical trocar technique. After the desired pressure had been obtained, two 5 mm trocars were placed in the patient¿s right lower abdomen and one 5 mm trocar was placed in the patient¿s left lower abdomen. There were adhesions from the patient¿s greater omentum to the hernia defect. These were taken down with carefully applied electrocautery. Also, there was a loop of small intestine that was densely adherent to the edge of the fascial defect. This was taken down with sharp dissection. This caused somewhat of a serosal injury but no full-thickness injury to the bowel. This was oversewn with 2-0 vicryl suture. At this point, we called for a 6 x 6 piece of proceed mesh and rounded the corners of the mesh, placed a 3-0 vicryl suture in the middle of this mesh and inserted into the patient¿s abdomen. Using the chandelier technique, we were able to approximate the mesh to the anterior abdominal wall. Using the double-crown staple fixation technique, we were able to adhere the mesh to the anterior abdominal wall using a securestrap tacker. At this point, there was little to no bleeding. The mesh was flat adjacent to the abdomen with wide coverage of the fascial defect. At this point, the pneumoperitoneum was released. All trocars were removed. Each trocar site was closed with a 4-0 monocryl in a subcuticular fashion. The patient tolerated the procedure well and was taken to postanesthesia care unit in stable and improved condition.¿ (B)(6) 2016: (B)(6). Implant record. Mesh proceed hernia. (B)(6) 2019: (B)(6). Consultation. Presents with recurrent ventral incisional hernia. Nausea/vomiting yesterday, continuing to pass gas. Feeling better now, has much less pain. Still tender around hernia, but much less. Medical history: gastroesophageal reflux disease. Never smoker. CT scan from osh shows recurrent periumbilical hernia with small bowel in defect. Wt. 336 lbs, bmi 39.82. Abdomen: soft, tender in the periumbilical region, bowel sounds active, no masses, no organomegaly. Impression: recurrent ventral incisional hernia with possible partial small bowel obstruction. Plan: discussed possible ventral incisional hernia repair with component separation. Plan tomorrow. (B)(6) 2019: (B)(6). Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Procedure: recurrent ventral incisional hernia repair with mesh. Assistant: none. Estimated blood loss: negligible. Surgical indications: the patient is a 49-year-old man that has had a pervious periumbilical ventral incisional hernia repair. He presents now with increased pain and some difficulty with stooling. He has presented through the ER. We have discussed with the patient an open ventral incisional hernia repair, possibly with component separation and the patient demonstrates adequate understanding of this and is willing and eager to proceed. Description of procedure: ¿after consent was obtained, the patient was brought to the operating theater by ancillary staff, placed supine on the operating table, and general endotracheal anesthetic was administered. His abdomen was prepared with chlorhexidine and draped with a combination of sterile towels and paper drapes. After a time-out was performed identifying the patient, the surgeon, and the operative site, a midline laparotomy incision was performed around the patient¿s periumbilical region including his previous incision. This was deepened with electrocautery to the level of the abdominal wall midline fascia. An approximately 4.5-cm diameter hernia was encountered. The hernia sac was densely adherent to the abdominal wall due to the previously placed mesh, which no longer had any purchase in the abdominal wall. The patient was noted to have fairly significant diastasis. We began by dissecting the hernia sac away from the abdominal wall where there were some dense adhesions from the patient¿s small bowel to the mesh and abdominal wall. Much of the previous mesh was carefully dissected away from the small bowel. Some of it, however, was fused to the small bowel, so it remained. We were unable to perform a true component separation due to the fact that the patient had significant diastasis, so after we had cleared the small bowel and greater omentum from the hernia defect and surrounding the area, we called for a pieced of open physiomesh and we sewed that placed using transfacial fixation sutures in the cardinal positions and intersecting those. At this point, the mesh was in a subfascial position. It was covering the defect well. It was flat with wide coverage and underlay of the defect. At this point, the deep dermal layer and subcutaneous tissue layer were closed with an 0 vicryl suture and the skin was closed with a 4-0 monocryl in a subcuticular fashion. The patient tolerated the procedure well and was taken to postanesthesia care unit in stable and improved condition.¿ ¿ (B)(6) 2019: (B)(6). History and physical. Reason for admission: abdominal fluid collection. Underwent ventral incisional hernia repair last week; presented to clinic with large fluid collection in abdominal wall. Sent for CT scan; showed possible enterocutaneous fistula associated with previous hernia repair. Has had intermittent fevers, excessive thirst. No other symptoms of systemic disease. CT not in system, but radiologist called to discuss findings of possible enterocutaneous fistula. Abdomen: soft, minimally tender, bowel sounds active all four quadrants, distended, ballotable fluid collection, no masses or organomegaly. Impression: possible enterocutaneous fistula versus hematoma. Plan: discussed possibility of mesh removal and enterocutaneous fistula repair. (B)(6) 2019: [facility ni]. (B)(6). Anesthesia record. Wt. 333 lbs, bmi 39.6. Asa status: 3. Hiatal hernia, acid reflux, obese. Negative tobacco use, alcohol abuse. Implant procedure: exploratory laparotomy with mesh explantation and placement of a 9 x 15 bio-a mesh and drain placement. Implant: gore® bio-a® tissue reinforcement [(B)(6) /19943217, 9 x 15 cm]. Implant date: (B)(6) 2019 (hospitalization (B)(6) 2019) ¿ (B)(6) 2019: (B)(6). Operative report. Preoperative diagnosis: bowel injury. Postoperative diagnosis: bowel injury. Assistant: none. Estimated blood loss: negligible. Surgical indications: the patient is a 49-year-old man that presented a week after having a ventral incisional hernia repair with a distended abdomen, abdominal pain and intermittent fever. CT scan was performed yesterday, which showed possible bowel injury. We discussed with the patient the need for semi-urgent return to the operating room for mesh explantation and bowel injury repair. He demonstrates adequate understanding of this and is willing and eager to proceed. Description of procedure: ¿after consent was obtained, the patient was brought to the operating theater by ancillary staff, placed supine on the operating table and general endotracheal anesthetic was administered. His abdomen was prepared with chlorhexidine and draped with a combination of sterile towels and paper drapes. After a timeout was performed identifying the patient, the surgeon, and the operative site, a midline laparotomy incision was performed and this was deepened through the subcutaneous were [sic] large amount of foul-smelling air was encountered. This was evacuated quite easily. There was a small amount of purulent material in the subcutaneous space. We copiously irrigated the subcutaneous space and then identified the mesh, which had largely separated from its transfacial suture fixation. The mesh was removed and we then began examining the retrorectus space. We then were able to enter into the abdomen. There were no signs of any spillage or any damage or any intra-abdominal pathology. We spent the next 45 minutes examining every aspect of the subfascial space for any sign of injury that could be causing the infectious process we had seen in the subcutaneous space. Finding none we called for a 9 x 15 cm bioabsorbable mesh and sutured that in a subfascial underlay technique using multiple 0 pds sutures. This provided adequate underlaping coverage of the defect itself, but this unfortunately was going to be a bridging mesh situation. We placed a 15-french round blake drain underneath this mesh and then once that had been sewn in place, placed another 15-french round blake drain. After copiously irrigating the space again, we then closed the subcutaneous tissue layer over the mesh using an 0 vicryl suture, sewed the drain is [sic] to the skin with a 2-0 nylon, the patient was released from general endotracheal anesthetic and taken to the postanesthesia care unit in stable and improved condition.¿ (B)(6) 2019: (B)(6). Operative note. Pre-procedure diagnosis: bowel injury. Post-procedure diagnosis: same. Procedure/description of technique: exploratory laparotomy mesh explant, placement of 9x15 bio-a mesh, drain placement. Findings: large amount of air (foul smelling) in the subcutaneous space, minimal purulence, no identifiable bowel injury. Specimen: none. Complications: none. (B)(6) 2019: (B)(6). Implant record. Implanted: abdomen. Grft tiss bio-a synth polymers nonwoven 9.0x15cm. Model/cat number: (B)(4). Serial number: (B)(6). Manufacturer: w.l. Gore and associates, inc. Device identifier: (B)(4). Device identifier type: gs1. The records confirm a gore® bio-a® tissue reinforcement (B)(6) was implanted during the procedure. Relevant medical information: (B)(6) 2019: [facility ni]. (B)(6). Progress notes. Doing well with some problems; now with bilious output from drains. Fever overnight. Abdomen: healing well, no significant drainage, no dehiscence. Impression: doing well status post ventral hernia repair, infected mesh removal. Plan: nothing by mouth, peripherally inserted central catheter line, total parenteral nutrition; attempt to close small bowel fistula non-surgically. (B)(6) 2019: (B)(6). (B)(6). Radiology ¿ CT abdomen without contrast. Indication: abdominal swelling, ascites suspected. Comparison: 3/05/19 outside study. Impression: sequelae of anterior abdominal wall hernia repair. Soft tissue stranding and surgical drains superficially and deep to the mesh but no significant residual fluid collection. No drainable fluid collection. Lower extent of hernia repair not imaged. Polycystic kidneys and liver. Small bilateral pleural effusions. (B)(6) 2019: [facility ni]. (B)(6). Progress notes. Still with minimal output from left drain; now draining large amount from midline wound. He is upset about this. Long discussion of what this means and what we will do to fix this. Abdomen: soft, nontender, bilious drainage from midline. Drain: bilious output, serosanguinous output in second drain. Impression/plan: status post ventral hernia repair, infected mesh removal. Attempt to close small bowel fistula non-surgically; nothing by mouth, octreotide to close fistula. CT scan noted, no real information that wasn¿t known; plan fistula repair monday. (B)(6) 2019: [facility ni]. (B)(6). Nurse notes. Wound care consult. Has two open wounds to abdomen. Proximal wound has fistula 6 cm x 3 cm x 0.5 cm. Pink, no odor, moist, large amount of yellow/green exudate. Dr. Paul requested wound be pouched. Distal wound 5 cm x 3 cm x 0.8 cm. Pink, no odor, moist with no exudate. Recommend pouch proximal wound with leaking wound manager, change weekly and as needed. Normal saline wet to dry dressing change to distal wound, change daily. Explant procedure: exploratory laparotomy with enterocutaneous fistula takedown and small bowel resection x2. Explant date: (B)(6) 2019 (hospitalization march (B)(6) 2019) (B)(6) 2019: (B)(6). Operative report. Preoperative diagnosis: enterocutaneous fistula. Postoperative diagnosis: enterocutaneous fistula. Surgical indications: the patient is a 49-year-old man that presents after an elective recurrent ventral incisional hernia repair, which was complicated by small bowel interrelating to a enterocutaneous fistula. I have discussed with the patient the possibility of taking his enterocutaneous fistula down with any indicated procedures associated with this. He demonstrates adequate understanding of this and is willing and eager to proceed. Description of procedure: ¿after consent was obtained, the patient was brought to the operating theater by ancillary staff, placed supine on the operating table, and general endotracheal anesthetic was administered. His abdomen was prepared with chlorhexidine and draped in sterile towels and paper drapes. After a timeout was performed identifying the patient, the surgeon, and the operative site, a midline laparotomy incision was performed extending his previous incision, which had a small punctuate lesion where succus entericus was leaking. We were able to enter the abdomen above the area of inflammation without difficulty and continued our dissection inferiorly to the level of the previously placed bio-a mesh and profound amount of adhesions from the small bowel to the anterior abdominal wall with profound inflammation and infection of the subcutaneous tissue and abdominal wall. We spent a long period of time with careful dissection of the small bowel away from the hernia mesh and the abdominal wall itself. Once we had circumferentially freed the small bowel, the origin of the fistula was still not clear; however, there was healthy small bowel proximal and distal to a knot of inflammatory tissue including the small bowel and undoubtedly the fistula itself. We then reapproximated the healthy small bowel with a 3-0 silk suture. Enterotomies were performed and a side-by-side stapled anastomosis was created and then the small bowel was divided, thereby dividing both the proximal and distal small bowel and closing the common opening. We then closed the patient¿s mesenteric defect with a running 3-0 silk suture. There was another area of small bowel, which had been slightly damaged by removing it from the anterior abdominal wall. This was approximately 3 inches of small bowel. We performed again small bowel resection dividing the small bowel proximal and distal to the injured area creating a side-by-side stapled anastomosis using repeated firings of the purple load medtronic stapler. At this point, we copiously irrigated the patient¿s abdomen and abdominal wall. We were not able to delineate any abdominal wall anatomy due to the patient¿s previous partial retrorectus mobilization. The patient¿s case was complicated by significant diastasis recti. We then made the decision to close the patient¿s abdomen primarily and used retention sutures to aid in lessening the tension on the midline. We began closing the patient¿s midline with running looped pds suture and then using multiple #5 tevdeks on a free needle, we were able to place retention bridges with the large inflammatory rind of the abdominal wall. At this point, we utilized the retention bridges to ease the tension on the abdominal wall. The wound was then packed with 0.25% dakin¿s soaked kerlix gauze. We will place a wound vac on the patient tomorrow. The patient was released from general endotracheal anesthetic and taken to postanesthesia care unit in stable and improved condition.¿ relevant medical information: (B)(6) 2019: (B)(6) 2019. Pathology report. Pathology number: (B)(4). Clinical history: none given. Preoperative diagnosis: enterocutaneous fistula. Postoperative diagnosis: none given. Specimen(s) received: a: small bowel. Final microscopic pathological diagnosis: small intestine, resection (62.0 cm in length): 1. Long tortuous segment of small intestine with area of marked subserosal fibrovascular proliferation associated with dense reactive fibrosis causing adhesions between loops of small bowel and submucosal edema. See comment. 2. Relatively unremarkable small intestinal mucosa. No parasites seen. 3. Surgical margins viable with focal subserosal fibrovascular proliferation, but no significant inflammation. 4. No malignancy identified. Comment: the adhesions are associated with a prominent foreign-body giant cell reaction to polarizable foreign material, consistent with suture granuloma formation. Focal mid acute serositis is noted, but an abscess is not identified. In addition, a diagnostic fistula tract associated with inflamed granulation tissue is not detected grossly or microscopically. A few foci of fat necrosis are present. Gross description: a. Small bowel: received fresh in a container labeled with the patient¿s name boyland is a markedly tortuous small bowel segment measuring 6.2 cm in length and averaging 2.7 cm in diameter. The serosa is pink-tan with areas of dark red fibrous adhesions. Beyond one end of this area are 12 cm of more normal small bowel and beyond the opposite end are 20 cm of more normal small bowel. The tortuous area is covered by grey-green exudate, and there is a moderate amount of attached yellow-tan mesenteric fat. This area is carefully sectioned with no definite fistulous tract identified grossly. The mucosa is pink-tan and plicate throughout, with no ischemic areas seen. In the tortuous area, the submucosa is somewhat edematous. No mucosal mass is seen. In the area of exudate is a large amount of markedly dense grey-pink fibrous tissue directly underlying the bowel wall. This area is carefully sectioned with no definite transmural defect recognized grossly. The mesenteric fat is serially sectioned to reveal somewhat congested-appearing vessels. No definite thrombosed areas are seen. There are areas of possible fat necrosis, with no definite abscess detected. No nodes are identified. Representative sections are submitted. (1-margin of resection, 2-adjacent small bowel mucosa, 3-5-back to back adhesions with incarcerated fat, 6-dense fibrous tissue in area of exudate, 7-more normal small bowel mucosa from opposite end of specimen, 8-opposite surgical margin, 9-mesenteric congested vessels; 11 sections, 9 blocks). (B)(6) 2019: facility ni]. Nurse notes. Wound care wound vac placement to abdomen. Wound measures 25 cm x 2.5 cm x 3.5 cm. Wound bed red, edges open, no odor, moist with moderate amount of serosanguinous drainage. Photo obtained. Seal obtained at 125 mmhg medium continuous therapy using one piece of black foam cut to fit granufoam. (B)(6) 2019: [facility ni]. Nurse notes. Wound care. Follow up wound vac change. Open surgical wound to midline abdomen; measures 26 cm x 3.5 cm x 3.5 cm with open edges and no odor or erythema noted. Retention sutures remain in place. Wound bed pink, moist and granulating with moderate amount of serosanguinous drainage in cannister. Photo obtained. Black vac foam cut to fit wound bed and seal established at 125 mmhg moderate continuous suction. Can turn and reposition self. (B)(6) 2019: [facility ni]. Nurse notes. Wound care. Wound vac to abdomen surgical wound changed. Had moist gauze dressing in place due to loss of seal at distal end of wound. Wound beefy red 26 cm x 3.5 cm x 3 cm, foam retention sutures x 2 remain. Drainage thin serosanguinous. Abdomen more distended today. ¿(B)(6) 2019: [facility ni]. Nurse notes. Wound care. Wound vac to abdomen surgical wound changed. Wound bed beefy red 21.5 cm x 3.5 cm x 1 cm. Foamed retention sutures x 2 remain. Drainage thin serosanguinous. Able to ambulate in room. (B)(6) 2019: [facility ni]. [Signature ni]. Discharge instructions. Instructions: activity as tolerated; regular diet as tolerated. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others, ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® tissue reinforcement instructions for use also states, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2019 whereby a gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel dissection, adhesions, inflammation, infection, fistula. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions are those typically associated with any implantable prosthesis, and may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® bio-a® tissue reinforcementinstructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.".